Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient presented with a sore pocket site, it was slightly swollen and a bit bruised. The rep reported that the patient¿s battery was located in her left front abdomen and was constantly irritated by her pants waist band. The rep reported that the doctor tried to aspirate any fluid out of the swollen pocket site and couldn¿t; it was all tough scar tissue, not fluid. The rep reported that the pocket site was moved to the left flank to avoid the waistband. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient presented with a slightly red and swollen pocket site. The patient noted that it has always been a little red and swollen since implant. The patient stated that her battery site hurts more when her stimulation is on. There was pain at the pocket site. Her battery is in her abdomen, slightly above her waistband of her pants and sits in a skin roll that could affect the battery position in her body. The patient has been putting lidocaine patches on there, and it helps some. She has also turned her stimulation off for a continued amount of time which has helped reduce the pain in the pocket area. Recharging does not make the pain worse. The patient has no issues with recharging, and the stimulation has been normal and helping her chronic pain. The physician wanted to consult an infection disease specialist and see if they should recommend labs on the swelling pocket site before they proceed to revise the battery site. The physician indicated that the pocket revision will most likely happen in (B)(6) 2019. No surgical intervention has been performed, but one is planned. There were no further complications reported or anticipated.